Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 51 mg/dl and glucose tablets were consumed to address low bg. Customer was entering the bg and a 9.49 unit bolus was delivered. Customer alleged not to have requested the bolus. Tandem technical support reviewed the pump data and no indication of pump over or under delivery of insulin had occurred. Multiple attempts were made by tandem technical support to inform the customer of the pump data review. Customer did not reply to the request.